Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to unconsciousness and low blood glucose on (B)(6) 2020 for 3 days. Blood glucose level at the time of the incident was 26 mg/dl and blood glucose value when admitted to hospital was 96 mg/dl. Customer stated that they could not complete the troubleshooting for the low blood glucose due to the customer ending the call. Customer stated had some low blood glucose in the last two week. And was in the hospital due to the fact that they fell down. Customer was treated with juice. Customer stated has been experiencing low blood glucose for about two or three weeks. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.